Event description:
On (B)(6) 2012 patient reported he had to go to the hospital due to elevated blood glucose concerns. Patient stated he had elevated blood glucose concerns for a whole day prior to the hospital episode. Patient reported his blood glucose readings go as high as 500 mg/dl and he felt thirsty and sluggish. Patient's target blood glucose range is around 180 mg/dl. Patient stated he attempted to bolus to bring his blood glucose level down. Patient reported he does not warm his insulin to room temperature prior to use. Advised to always allow the insulin to warm to room temperature. Patient stated he went to the doctor the next morning because he didn't feel well and was advised to go to the hospital. Patient reported he went to the hospital and the nurse tested his blood glucose level at 500 mg/dl. Patient stated they ran tests and placed him on an IV of unknown contents. Patient reported they advised him to disconnect from his infusion device and he was given a shot of fast acting insulin. Patient stated he felt better after 3 days and was in the hospital for 6 days total. Patient reported the infusion set cannula was bent when he removed the infusion site from his body and feels that is the cause of his elevated blood glucose levels and the hospital event. The infusion set is manufactured by a competitor; patient was provided their phone number. Patient stated he was released without special instructions and his blood glucose level is back to normal. Sending courtesy infusion set and adapters; no product return was requested.